Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced accidental infusion set pull-out during use on (B)(6) 2024 after two days of use due to the tubing catching on an object or the pump falling. No further information available.